Event description:
It was reported the shaft of the reaming rod broke during the operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the shaft is broken. Unfortunately we cannot establish the cause for the break without further information. It could be assumed that an accidental bending moment which exceeded the materials maximum load lead to the breakage. As the coupling piece of the drill head attachment is in excellent condition it shows us that the drill was correctly positioned/attached. The exact damage can therefore not be due to the shaft. The homogenous break characteristic shows a perfect material quality. No product fault could be established.